Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that taxol with other unspecified medication was infusing with a graduated rate increase. Two minutes after the full rate was infusing, the patient experienced a pink rash across the chest. Although requested there were no other event details provided by the customer.